Event description:
During an in-clinic follow-up, the device went into backup (vvi) mode due to non-maskable interference (nmi) in a pacemaker dependent patient. An attempt to restore the device was unsuccessful. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in backup mode with normal telemetry communication and output. Analysis of the device image indicated the cause of backup consistent with an anomalous integrated circuit on the hybrid, which turned the device into reset mode. The backup condition reoccurred multiple times during the analysis. Longevity assessment found the device voltage was at normal range of operation with appropriate remaining longevity.